Manufacturer narrative:
Additional information: d10, h2, h3, h11 corrected information: b5, g2, g4, g7, h6, h10 complaint sample was not returned for evaluation therefore; an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Additional information received: this case was referenced in literature article: schwering, c et al. "Analysis of intracerebroventricular (icv) device function and integrity under long-term icv-ert in cln2 patients". Neuropediatrics. 2021; 52 (s 01): s1-s53. It was reported that the patient developed a mechanical tube blockage. This demonstrated the change of device function and integrity over time under icv-ert. No further information was available. Case comment: the patient experienced csf culture positive for c. Acnes, which is a known complication of icv device use. C. Acnes are skin commensal bacteria and can cause internal infection following icv device implantation or use. The causality of event is assessed as related to brineura delivered through an icv device. Additional information received: it was reported that the patient developed a mechanical tube blockage. This demonstrated the change of device function and integrity over time under icv-ert. The patient experienced csf culture positive for c. Acnes, which is a known complication of icv device use. C. Acnes are skin commensal bacteria and can cause internal infection following icv device implantation or use. The causality of event is related to icv device and not suspected to be related to brineura.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was blocked therefore was revised. The patient underwent implantation of intracerebral ventriculostomy (icv) set (rickham). The time from the last dose to event onset was reported as 14 days. The patient was admitted to the ward for enzyme therapy. Despite multiple puncture, no cerebrospinal fluid could be aspirated and flushing of the reservoir was not possible. The rickham reservoir was explanted due to a blocked catheter. It was noted that the cause of the blockage was a colonization with c. Acnes which led to a mechanical clogging of the catheter. Treatment included a 10-day antibiotic therapy with vancomycin and rifampicin. On (B)(6) 2019, a new rickham reservoir was re-implanted. On (B)(6) 2019, enzyme therapy with brineura was re-started. The outcome of the event was reported as recovered/resolved on an unspecified date. It was noted that the device was not returned. The reporter assessed the event of csf culture positive as not related to treatment with brineura. The reporter assessed the event of csf culture positive as related to the icv device. No other etiological factors were reported.